Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection targocid 400 mg and injection netilmicin 100mg in alternate bags for peritonitis. The patient was recovering from the event of peritonitis. On an unreported date, patient's fluid was clear. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.